Manufacturer narrative:
B3 additional information: b5, g1, h10 clinical statement: there were no recorded allegations, nor any objective evidence of this event being caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue.

Event description:
It was reported a patient had an infection. There is no further information available. There were no recorded allegations, nor any objective evidence of this event being caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue. No additional information can be obtained about the unspecified infection.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number and catalog number were not provided. A manufacturing review could not be performed as a customer account was not acquired to perform a search for lots on the shipped orders of cycler sets. Due to the limited information available, only trending was performed through risk management review. A definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported a patient had an infection. There is no further information available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient had an infection. There is no further information available.